Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: vamf4036c150tj; vamf4040c200tj. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection with maximum false lumen diameter of 14.43 and total length of 285mm that extended from zone 3 until the aortic bifurcation. It was noted that rupture of the right gastric artery aneurysm, an aneurysm of the posterior superior pancreaticoduodenal artery and periarteritis nodosa was observed approximately 9 days post the index procedure. This was noted as a serious and life threatening adverse event and was treated with vascular ligation, coil embolisation, steroid administration and prolonged hospitalisation. The patient recovered and the event was resolved approximately 3 months post the index procedure. CT taken place 1 month post the index procedure for follow up had showed that the true and false lumen diameters were stable and there was partial thrombus formation throughout the stent graft. The cause of the event is currently unknown. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received; it was reported there is now no causal relationship between the device/procedure to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported the periarteritis nodosa was not related to the device or the procedure as there was no identifiable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.